Event description:
It was reported a clinical study pt had a benign prostatic hyperplasia (bph) procedure (B)(6) 2012. Three months and twenty eight days post procedure, the pt presented with retrograde ejaculation, onset date (B)(6) 2012; continuing as of (B)(6) 2013. No further information was available.

Manufacturer narrative:
(B)(4).